Manufacturer narrative:
On 06/09/2017, the subject endoscope was inspected and no fault was found. The complaint could not be reproduced and the device was returned to the customer.

Event description:
On (B)(6) 2017, during an ultrasound therapeutic endoscopy procedure, image interference was observed while using color doppler. The physician was performing a fine needle aspiration at the time the image interference occurred. No patient injury was reported.